Manufacturer narrative:
Based on the claim against the product by the customer noting the tip up fenestrated grasper instrument tip broke off, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The tip up fenestrated grasper instrument was analyzed and found to have a broken grip at the midpoint of the grip. The instrument was also found to have a frayed grip cable at the distal end. Cable breakage, whether partial or full, may be attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing.

Event description:
It was reported that the tip of the tip up fenestrated grasper instrument broke off. There was no report of patient injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.